Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filed when results are obtained.

Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee implant system. At the end of the case when the mako representative was disassembling the rio, it was observed that the anspach hd long attachment had been damaged. The issue was not noticed during the procedure.